Event description:
The vein stripper cables did not assemble properly to the olive components. The olives remained in the pt's body and were excised by the surgeon. This resulted in a significant delay in the surgical procedure.